Manufacturer narrative:
Returned device was received in good physical condition but with a scratched screen. During the evaluation of the device, analysts found corruption of memory on the circuit board. The circuit board will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a lec 1210 error. There were no reported adverse events. There was no patient present at the time of the event.